Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor readings compared to unspecified results from a competitor brand meter. The customer did not notice a trend arrow on the device. The customer reported feeling nervous and self-treated with 18 units of slow insulin. The customer had contact with a healthcare professional (hcp) who performed a hair test of 310 mg/dl on an hcp meter. No additional treatment was provided. There was no report of death or permanent impairment associated with this event. A sensor result of 39 mg/dl was compared to a competitor brand meter reading of 290 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 14 days. It is unknown when these readings were obtained in relation to the reported adverse event.